Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss in the device. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our quality assurance laboratory, this ipp pump and cylinders underwent a thorough analysis. The components were visually and microscopically examined, and leak tested; the pump was also functionally tested. Visual and microscopic examination of both cylinders revealed wear at fold in the proximal end, middle, and distal end of the cylinders, it was observed that the kink resistant tubing (krt) was worn to the filament. Both cylinders passed leak testing. Flat reservoir passed visual inspection and leakage test. Regarding the pump, it was identified that it passed visual inspection, functional, and leak test. Based on the information available a clear probable cause for the event cannot be established.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir:(B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss in the device. The ipp was explanted and replaced. There were no patient complications reported.